Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm. The customer stated that he was having trouble priming his insulin pump. The troubleshooting was performed for prime rewind. The drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response on bolus, esc, act and down arrow button due to flattened (no creased) dome switch. Connector was inspected and locked on lcd board noted. Unable to perform displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to keypads not responsive.